Event description:
The pt experienced severe low back pain, radiating into her legs, unrelieved by the pump. In 2008, the expected reservoir volume was 3.3 mls; the actual volume was 7.5 mls. The following month, the expected reservoir volume was 13.3 mls; the actual volume was 15 mls. The pump was replaced. The pt recovered without sequela. The pump was used to deliver morphine and bupivacaine.